Event description:
It was reported, the patient underwent a trial procedure on (B)(6) 2015. Intra-operative testing revealed invalid impedances on the lead, and it was found the lead tail was fractured. Troubleshooting could not provide resolution. As a result, the lead was removed and replaced. The issue was resolved by the replacement lead.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.